Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture in the infa-red window. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage, all keypad buttons were unresponsive. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find moisture on the display, and on all boards. The keypad was unresponsive due to the moisture damage. Unrelated to the original complaint, a crack in the base was found between the case seal and the keypad. A leak test was performed and failed due to the base crack.